Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to confirm the reported complaint. The fse reported that the batteries were fully charged upon his arrival. The fse verified that the batteries were able to be discharged and re-charged. Subsequently, the fse performed all the test while completing a preventive maintenance (pm). All tests, functional and safety tests passed according to factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. Initial reporter full name: (B)(6).

Event description:
It was reported that the battery in the cardiosave intra-aortic balloon pump (iabp) was having issues. It is unknown under which circumstances this event occurred; however, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions).